Event description:
Reportedly, a connection issue occurred one day after the implantation of the pacemaker involved in this MDR report. It was returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. In response to the warning letter that the us FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical and mechanical characteristics of the returned device were within specs; no difficulties were observed to reinsert and tighten is-1 leads in the atrial and ventricular ports of the returned device; in addition, it was confirmed that the setscrews were correctly positioned at the end of the mfg process and that the glue points preventing the setscrews to move during shipment were presents. A detailed visual inspection of the distal ventricular setscrew showed damages on the threads. These observations clearly resulted from incorrect screwing/unscrewing operations and occur generally when the setscrew is screwed prior to push completely the lead in the port. However, it is not possible to determine whether these damages resulted from screwing operations at the implantation or at the explantation, i.e. Whether there is a link between these damages and the reported behavior. Considering the reported info, the above observations and the analysis results, the most probable hypothesis to explain the reported event is that: during the implantation, the distal ventricular setscrew was screwed just before pushing completely the lead in the port. There was a possible electrical contact (the lead tip could touch the distal terminal block) in unipolar mode but in reality the lead was not correctly tightened and in this condition, bipolar pacing was most probably not possible because the proximal ring of the lead was not in contact with the proximal terminal block of the device.